Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event. The investigation was completed on 09/28/2017. Retain product was tested and performing to specification. Return product was not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in q04.01.003 rev. Ab, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the cartridge type provided by the customer was e3+ which does not test for creatinine. Despite repeated follow-up, apoc was unable to determine the crea or chem8+ lot number.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat e3+ cartridges that yielded suspected discrepant crea results on an animal in renal failure. The e3+ cartridge does not contain a crea sensor; however, the customer did not respond to repeated requests to confirm the cartridge type in use at the time of the complaint. I-stat: 1.4. Lab: 3.8. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).